Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.3, lab: 3.0. On (B)(6) 2012, pt's coumadin dose was adjusted up based on inratio reading. Pt was considered stable with no other changes in medication.

Manufacturer narrative:
Investigation pending.